Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency department after receiving inappropriate high voltage therapy. Upon interrogation, the right ventricular lead was double counting r and p-waves which resulted in the inappropriate shock. The lead was explanted and replaced on (B)(6) 2020. The patient was stable.